Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button was not responding. Customer stated he broke his belt clip and was sleeping with the insulin pump in his underwear the customer's blood glucose was 150 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. He further reported he had received a lot of motor error alarms and was always able to clear the alert on his own. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to verify perform functional testing due to no button response. The motor passed motor test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.